Event description:
Representative stated that a patient's pump was explanted due to underinfusion volume discrepancies. At the patient's first refill appointment, an underinfusion volume discrepancy was observed. The expected volume was 5ml and the actual aspirated volume was 19ml. Three months later, another underinfusion volume discrepancy was observed as the expected volume was 9.2ml and the actual aspirated volume was 19ml. A few weeks after this discrepancy, a dye study was performed and the physician stated that the catheter looked good. The next time the patient was seen, another underinfusion volume discrepancy was observed. The expected volume was 7.2ml and the actual aspirated volume was 18ml. Over two months later, the patient returned for another appointment and another underinfusion volume discrepancy was observed. The expected volume was 9.2ml and the actual aspirated volume was 18ml. The patient underwent a catheter revision around a week later. Over four month after that catheter revision, the patient complained of pain again. The attending physician programmed a bolus for the patient which did not result in pain relief. Two weeks after this, a dye study was attempted and another catheter revision was completed. Two months after this, another underinfusion volume discrepancy was observed as the expected volume was 6ml and the actual aspirated volume was 19ml. MFR 3010079947-2021-00036 captured the first catheter revision. MFR 3010079947-2021-00037 captured the second catheter revision.

Manufacturer narrative:
Pending completion of device analysis. Internal complaint number: complaint (B)(4).

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. No occlusion was observed at the stem tip. An attempt to aspirate the cap was successful. A subsequent attempt to flush the cap was also successful. Functional analysis confirmed that the device successfully primed and flowed per specification. The unit flowed at 93% efficiency. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending follow-up information. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions through e-mail to report a prometra ii 20 ml pump that was unable to be aspirated. Representative stated that the physician isn't able to aspirate when trying to do a dye study and access the cap. Physician says that they feel the needle go into the cap, and they push it in until it hits the bottom, but it still isn't able to aspirate.